Event description:
Status post aicd placement (B)(6) 2011, pt experienced sudden, severe pain in left anterior chest localized to aicd site. Attempts at interrogation proved device to be non-functional; no communication could be established with the device and magnet beeping alert did not go off. The involved right atrial lead was a boston scientific 4136, 52 cm long, serial number (B)(4). The involved right ventricular ICD lead was a boston scientific 0158, 65 cm long, serial number (B)(4).